Manufacturer narrative:
Device inspection did not confirm the reported locking issue, however, device evaluation found a cracked beak ,broken insulation insert. Based on investigation results, the reported customer issue was not confirmed as no locking issue was observed. As the reported customer issue was not confirmed, the reported event root cause cannot be conclusively determined. Based on investigation results, the reported damage issue of the beak insulation tip based on reasonably known information suggests probable causes such as damage or deterioration of parts and or physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The resection sheath was returned to the service center with a report of "its not locking into the sheath. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a cracked beak, damaged insulation tip was observed. There was no patient involvement.